Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. Revision due to dislocation.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the patient's failure to follow post-op protocol, which led to the reported dislocation and soft tissue trauma.

Event description:
Index surgery: (B)(6) 2018. Revision due to dislocation after patient did not follow post-op protocol just a few weeks out.